Manufacturer narrative:
Qn#(B)(4). No sample is available for the manufacturer to evaluate. The manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged issue: balloon deflated. Patient's condition was not reported.